Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were undersized by 3 cm. The patient underwent surgery to replace all components. There were no patient complications.